Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for false positive cpo results with clinical samples when using phoenix panel nmic/ID-307 (449289) batch number 2263149. The customer did not provide panel returns or isolates but provided phoenix generated lab reports for the investigation. The lab reports show a positive carbapenamase classification when using the complaint batch. To investigate, three retention panels of complaint batch 2263149 was inoculated with qc isolate klebsiella pneumoniae 14780 and evaluated for cpo results. All three panels returned the expected carbapenamase and esbl classification, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on complaint batch 2263149, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns. The following are guidelines to help minimize phoenix ast issues: media selection, isolates must be recovered from non-selective media. See table 16. Recommended media in the bd user manual for a list of recommended media. Oensure quality of vendor selection for plated media. Variations in formulations may impact results. Culture handling, cultures must be 18-24 hours old for gram-negative & gram-positive organisms and 18-48 hours old for yeast organisms. For qc organisms, ensure organisms have been subcultured at least twice on two consecutive days on proper nonselective media (gram-negative or gram-positive organisms: tsa with 5% sheep blood, yeast: sabouraud dextrose agar). Mcfarland preparation, use of a low-quality sterile cotton swab, which shed fibers, could potentially contribute to a falsely high mcfarland reading. Polyester swabs are not recommended. Ensure bd approved nephelometer is adequately calibrated with not expired mcfarland calibration tubes. Prepared tubes should be vortexed for 5 seconds and allowed approximately 10 seconds for air bubbles to surface. Ensure mcfarland falls within proper range of the inoculum density. For 0.5 mcfarland system, 0.50-0.60 is acceptable. For 0.25 mcfarland system, 0.20-0.30 is acceptable. For yeast panels, 2.00-2.40 is acceptable. Confirm current instrument settings for inoculum density before inoculating panels. For example, ensure a 0.50 mcfarland was not prepared for a 0.25 inoculum density instrument setting. Use bacterial suspensions within 60 minutes of preparation. Panel preparation, panels should be used within 2 hours of removal from pouch. Inoculate panels within 30 minutes of the time that the ast broth inoculum is prepared. Allow sufficient time for fluid to traverse down the well tracks before moving the panel. Avoid touching the front and backside of the panel. Handle panels by the sides to avoid producing smudges on the surface of the panels. Inoculated panels should be handled with care. Avoid knocking or jarring the panel. Load panels into instrument within 30 minutes of inoculation.

Event description:
It was reported that while using the panel phoenix nmic/ID-307 that there was false resistance. The following information was provided by the initial reporter: did a serious injury occur? No. Did erroneous results occur? Yes. If yes, detailed erroneous results (include # of errors and type): 1. What result did the customer obtain from the bd product? Isolate marked as carbapenemase producer with rule 1477. 2. What result was the customer expecting to obtain (if different from the obtained result) no resistance marker. 3. Was this a qc, validation, or proficiency test? No. 4. Was patient treatment changed as a consequence of the issue with results? No 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No.

Manufacturer narrative:
D.3 common device name: system, test, automated antimicrobial susceptibility. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the panel phoenix nmic/ID-307 that there was false resistance. The following information was provided by the initial reporter: did a serious injury occur? No. Did erroneous results occur? Yes. If yes detailed erroneous results (include # of errors and type): 1. What result did the customer obtain from the bd product? Isolate marked as carbapenemase producer with rule 1477. 2. What result was the customer expecting to obtain (if different from the obtained result) no resistance marker. 3. Was this a qc, validation, or proficiency test? No. 4. Was patient treatment changed as a consequence of the issue with results? No. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No.